Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.50mm x 12mm nc emerge® balloon catheter. No patient complications nor injuries were reported.